Event description:
Patient presented with a totally occluded left external iliac approximately 6 cm in length. The lesion was pre-dilated with a submarine balloon. It was noted that the balloon took a long time to inflate, however the balloon eventually fully expanded. There were no issues noted when loading the device onto the guide wire, during insertion or when crossing the lesion with the device. After use, several attempts were made to deflate the balloon; however difficulties were encountered. The indeflator was removed and some attempts to deflate the balloon with a syringe were made; however these also failed. Finally it was possible to pull the inflated balloon into the sheath and pop it with the back end of a wire. The correct medium was using during inflation. No patient complication was reported as a result of this event.

Manufacturer narrative:
(B)(4). Result: investigation in progress. Conclusion: evaluation in progress.

Event description:
Image review: from the images received we can confirm that the balloon was inflated in the target lesion. In the images provided is difficult to see the stretched shaft on proximal balloon welding due to the few mm of damage that occurred, however we can see that the physician made several attempt to withdraw the balloon inflated and also the balloon still partially inflated from introducer.

Manufacturer narrative:
Related to operational context- patient morphology/stretched shaf most likely during the procedure.

Event description:
Evaluation summary: the balloon was inflated and confirms a long inflation time. Also the deflation was out of specification. A stretch in the balloon was noted in the proximal welding zone. The shaft is stretched and the inflation lumen capacity is reduced. The guide wire lumen passage was tested and no abnormality was noted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.